Manufacturer narrative:
The prod associated with this reported event was not returned for examination. The prod code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient prod info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt revised for osteolysis and loose tibial/femoral components.